Event description:
Additional information was received and it was reported that after the patient was placed under anesthesia to undergo atrial fibrillation (afib) procedure, the doctor was visualizing the patients' anatomy for transeptal approach. During the procedure, it was noted that a poor quality image was displayed. The catheter was removed and the doctor used a new catheter to complete the afib procedure. There was about 5-10 minutes delay in completing the procedure because the replacement catheter needed to be prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the catheter displaying a poor image was investigated. The defective catheter was returned, and an investigation was performed. Severe delamination was found on stack face during visual inspection. The transducer also failed electrical testing. From these observations, it was determined that the cause of this catheter complaint was acoustic array delamination due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a poor quality image was displayed by the catheter. The cables were replaced but without resolution. The catheter was replaced and the reported issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.